Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation issues was observed on the leadless implantable pulse generator (ipg) during the follow up and after the surgical procedure. It was noted that there was no acceptable connection to control and adjust the device. The leadless ipg remains in use. No patient complications have been reported as a result of this event.